Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy, and subsequently passed away. The cause of the peritonitis is unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Therapy was ongoing. The patient had not recovered from the peritonitis when the patient died. The cause of death was unknown and it was not reported if an autopsy was performed. Automated peritoneal dialysis therapy remained ongoing until the patient¿s death. It was unknown if the patient was performing therapy at the time of death. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).